Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump eligibility for field correction, updated contact information as needed, resent the notice, completed the online form on the customer¿s behalf, and assisted with resetting the pump; malfunction did not recur after reset, customer was advised to continue using the pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.